Event description:
It was reported that the patient's right atrial lead exhibited oversensing of noise. The noise was reproducible via isometric movements. The lead was capped and replaced on (B)(6) 2022. The patient was stable.